Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, a surgical cutdown was performed to expose left external iliac artery. No visible damage was noted from the 16f esheath and novaflex+ before use. The 16fr esheath was inserted smoothly and the novaflex+ was inserted with a little resistance but it was able to be passed. A 23mm sapien xt was successfully implanted. The introducer was not fully inserted into the esheath to the tip while withdrawing the device. An access vessel dissection was found upon removal of the sheath and the area was surgically repaired. After repairing the affected site, the angiography showed a delay in imaging of contrast agent in the more distal part of the repaired site, from external iliac artery to femoral artery. The pulse was palpable from peripheral vessel and blood flow could also be confirmed by doppler. It was decided to monitor the patient and the procedure was finished after closing the cutdown site.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Per the procedural training manual, the edwards expandable introducer sheath set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for esheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. Per report, the access vessel mld measured 6.1mm with mild calcification and no tortuosity. In this case, the cause of the reported access vessel dissection cannot be confirmed. It is possible that in addition to the patient¿s borderline mld, there may have been some vessel calcification and/or tortuosity not appreciable on imaging that could have contributed to the event. There was no allegation or indication that the event was related to a manufacturing non-conformance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.